Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, as per the additional information received, they couldn¿t blow up / inflate the balloon. It was too rigid.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, preoperatively, they have tried to inflate the devices, but the balloon did not work. So they gave total of 5 devices. All of it were in the same box. There is no patient involvement.